Manufacturer narrative:
Onsite investigation was preformed and it was suspected that the system control board may have caused the reported event. System control board was replaced and the issue was resolved. No further issues were reported. Replaced board was not returned to manufacturer for analysis, therefore, no findings are possible. A software investigation was also completed. This investigation found the reported issue to be related to a known software anomaly. This anomaly is tracked through a software anomaly tracking database and references to this case have been added. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that the imaging system displayed a 'generator disabled' error message on the pendant. They rebooted the image acquisition system (ias) and the system did not boot up. The blue power led of the ias system was not lit and confirmed ds2 and ds4 were lit on the power conversion board. The ias was rebooted several times and then powered on. The system took approximately 5 minutes to power off. Ias was booted again, and asked to calibrate motion by pressing and holding the 'm' button. After motion was calibrated the system became functional. There was no patient present when this issue was identified.